Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.3. Medical device expiration date: 30-apr-2024. D.3. Medical device lot #: 2347064. H.2. Device manufacture date: 13-dec-2022. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had a problem with agglutination after sample collection. Samples could not be used and had to be re-taken.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had a problem with agglutination after sample collection. Samples could not be used and had to be re-taken.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) hospital . D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown h3 other text : na